Manufacturer narrative:
Updated data: b2. B5. H1. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, an unspecified atrio-ventricular (av) block occurred. No additional adverse patient effects were reported. Additional information was received that the transcatheter aortic valve implantation (tavi) was performed due to an acute worsening condition of heart failure due to severe aortic stenosis noted to be triggered by a lumbar vertebral compression fracture. At the end of the tavi, complete heart block (chb) was observed, and temporary pacing was continued. By the evening of the same day, the chb had improved, reverting to atrial fibrillation, and pacing was removed. However, the next day, the av block recurred, and an emergency pacemaker implantation was performed. Subsequently, treatment was continued, but 10 days later, respiratory arrest occurred associated with pneumonia, possibly due to sputum blockage. Although resuscitation measures were taken, consciousness did not recover. Full-body management continued, but repeated deterioration due to infections and other complications occurred, and the patient subsequently died approximately two months following the valve implant. The cause of death was reported as a non-cardiovascular infection. Per the physician, there was no relation between the device nor the implant procedure and the death.

Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number: {unknown}; product type: {0195-heart valves}; implant date: {n/a}; explant date: {n/a}. Product ID: {l-evolutfx-2329}; product lot/serial number: {unknown}; product type: {0195-heart valves}; implant date: {n/a}; explant date: {n/a}. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, an unspecified atrio-ventricular block occurred. No additional adverse patient effects were reported.